Event description:
Customer reports of having a broken belt clip with locking mechanism not functioning. After troubleshooting, customer was advised on proper way of locking the locking mechanism. Customer was advised that belt clip would be sent as a courtesy. Customer's blood glucose was 31 mg/dl which was treated with orange juice and banana. Blood glucose was elevated to 180 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.